Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, an unknown spinal procedure was performed where the spindle for evolution was unable to release the trial implant due to separation of knob and shaft of the implant holder. There was no surgical delay or patient harm reported. Surgical outcome is unknown. This report is for one (1) spindle for evolution. This is report 1 of 2 for (B)(4).

Event description:
This event occurred postoperatively.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Part: 03.825.002; synthes lot: h143326; supplier lot: h143326; release to warehouse date: october 28, 2016; manufacturing site: synthes monument; supplier: avalign technologies ¿ nemcomed no nonconformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Us customer quality (cq) investigation workflow: device interaction/functional. Visual inspection: the weld between the knob and spindle was found to be fractured/broken on the returned spindle assembly (03.825.002). No other damage was observed to any feature of either component besides cosmetic wear to the shaft consistent with use. Functional test: a trial spacer nor trial space/implant holder were not returned; functional testing of the interaction between these devices could not be completed. The knob and spindle components were inappropriately able to be disassembled during investigation. The received condition agreed with the complaint description. The complaint was confirmed with investigation. Dimensional inspection: the following spindle dimensions relevant to the complaint condition were found to be within specification per drawing and iso 965-1:2013: distal tip external thread m4 x 0.7 - 6g, major thread diameter: actual 3.913mm; specification range 3.838 ¿ 3.978mm. Measured with micrometer om147. Medial external thread m8 x 1.25 ¿ 6g, major thread diameter: actual 7.822mm; specification range 7.760 ¿ 7.972mm. Measured with micrometer om147. Proximal external thread m8 x 1.25 ¿ 6g, major thread diameter: actual 7.868mm; specification range 7.760 ¿ 7.972mm. Measured with micrometer om147. The following knob dimension relevant to the complaint condition was found to be within specification per drawing and iso 965-1:2013: internal thread m8 x 1.25 ¿ 6h, minor thread diameter: actual 6.75mm; specification range 6.647 ¿ 6.912mm. Measured with caliper ca215p. Device history record (DHR) review: review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Document/specification review: the following relevant drawings were reviewed during investigation: 03_825_002 rev. C-d. 03_825_002_1 rev. B. 03_825_002_2 rev. A. Revision d of assembly drawing 03_825_002 (dco 103364292) increased the type and size of the weld between the knob and spindle to improve its strength. The complaint condition was addressed by this enhancement. Conclusion: the complaint condition was confirmed during investigation as the knob and spindle were inappropriately able to be disassembled, indicating the assembly weld had failed. There were no issues during the manufacture of this product that would contribute to this complaint condition. Relevant actions were taken to address the issue. During the investigation, no unidentified product design issues or discrepancies were observed that may have contributed to the complaint condition. As such, it has been determined that no further corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.